Manufacturer narrative:
At the time of this report, the sample was not returned for eval.

Event description:
The customer reports the event as: the clips were ejected crooked and did not close. No pt injury or intervention reported.